Manufacturer narrative:
Concomitant medical products: product ID: 3887-56, lot# v796065, implanted: (B)(6) 2012, product type: lead. Other relevant device(s) are: product ID: 3887-56, serial/lot #: v796065, (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional and patient's family/friends regarding patient's neurostimulator (ins) that was implanted for post lumbar laminectomy syndrome and spinal pain. It was reported that patient has a mass in her brain. Caller states the tumor in the brain is not making patient function such as decline in motor skills and problem solving. The issue was observed in the last 30 days; an exact date was not provided. Later, the hcp reported that patient's device was in an overdischarge. The patient programmer (pp) won't connect to patient's implant. Patient needs MRI. Procedure is not related to scs. Pt hasn't used scs for "years", she doesn't need it per caller. Caller said patient's "mental status is not 100%" and also noted the patient is needing surgery tomorrow and is in the ICU. Caller stated that pt said "some of the leads have been replaced in the past". Caller was asked why some of the leads were replaced and caller did not answer but reiterated that pp will not communicate with ins. Patient has not u sed the ins or charged ins; caller did not know for how many years. No further complications were reported/anticipated. In 2018-aug-30 additional information was received from patient's family/friend. It was reported that they were not sure what was done to the leads and have no additional information. They are not sure about if anything was done to leads to begin with. Patient used to live in (B)(6) but moved to pa about a year and a half ago. He added that he doesn¿t know if the tumor issue is related to the devices or not. The cause for patient not using the scs was unrelated health issues so it went into overdischarge. The current doctor decided to the surgery without the MRI as the cat scan was clear enough for them to perform the surgery. Therefore, nothing was done to the scs devices and they remain overdischarged and implanted in the patient. They do not plan to get anything done on the devices until patient has completely recovered from the tumor removal surgery that occurred on (B)(6) 2018. The surgery was successful, and patient is in rehab now. Patient¿s weight at the time of the surgery was (B)(6). No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of medical devices: product ID 3887-56, lot# v796065, implanted: (B)(6) 2012, product type lead. Correction: review of this MDR and/or additional information received shows that there is no information reasonably suggesting that the device in this report may have caused or contributed to a death or serious injury. Specifically, there is no information reasonably suggesting that the device in this report may have caused or contributed to the reported brain mass. Therefore, a correction has been made to remove this information. Correction: the patient codes (B)(4) no longer apply to this event. If information is provided in the future, a supplemental report will be issued.